Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt persistent pain at his ipg site. The pt stated the pain is felt with stimulation turned on or off. The pt indicated that his physician was going to take surgical intervention at a later date to resolve the issue.